Event description:
It was reported there was lead steering difficulty during the procedure on (B)(6) 2014. It was noted the product was never implanted, and would be returned to the manufacturer. It was noted it was replaced by a medtronic product. It was reported the lead would not steer correctly due to a bend in the lead. It was noted there were no actions or diagnostic testing/troubleshooting required as a result and the cause of the issue was not determined. It was logged that the doctor was unable to steer the lead during a spinal cord stimulation trial because of a bend in the lead before the bent tip that he thought was due to the packaging. It was reported they provided a new lead that the doctor steered well with no difficulties. It was reported the patient was alive with no injury at the time of the report and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot # va07eys008, determined no anomaly found. Analysis of the stylet determined no significant anomaly found. It was noted that the stylet wire was bent.